Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the scheduled repeat procedure to place an additional stent as a result of thrombosis occurring while a zilver ptx stent was indwelling. Additional PMA/510(k) number: s001. From the sales report to the customer, it is known that the rpn involved could be either ziv6-35-125-6-80-ptx or ziv6-35-125-7-80-ptx. However, the actual rpn and lot number of tie zilver ptx device involved in this complaint was not provided and is unknown. As no lot number was provided it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The stent was implanted in the patient; therefore, is not available for evaluation. With the information provided, a document based investigation was carried out. Since there are no images available for review, there is no evidence to suggest that thrombosis did not occur; therefore the complaint is confirmed based on customer testimony. The below list indicates potential risk factors that can generally contribute to the thrombosis event: patient factors: history of coagulopathy/prior thrombosis (e.g., dvt); diabetes, especially if poorly controlled; cancer/chemotherapy; advanced age; obesity, hyperlipidemia, hypertension; smoking. Lesion factors: long lesion, small vessel diameters, severe calcification; lesion totally occluded prior to stent placement; placement for in stent restenosis. Medication factors: inadequate procedural heparinization; inadequate loading dose of antiplatelet (ticlopidine or clopidogrel); inadequate dapt prescribed; non-responder to the apt, or non-compliant with prescribed regimen. Additional information obtained by cook clinical support specialist revealed that "upon re-evaluation, it appears that the stent thrombosis was caused by a distal lesion and not by the stent itself. It is also possible that the patient was non responsive to plavix." Moreover, it is possible that the patient could have some thrombosis risk factors which contributed to the reported thrombosis event. However, this cannot be confirmed since the patient's pre-existing conditions are unknown as they were not provided by the reporter. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. The manufacturing records for the zilver ptx and zilver ptx drug eluting stent could not be reviewed as the specific lot number was not provided. Based on the additional information provided by cook clinical support specialist, it is very unlikely that thrombosis occurred due to zilver ptx malfunction. However, due to limited information, a definitive root cause of this event cannot be determined. It may be noted that thrombosis is known potential adverse effect as per instruction for use. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A patient underwent an initial zilver ptx stent placement case in (B)(6) 2014. The patient presented in the office with coldness of leg on (B)(6) 2014. A computerized tomography angiography showed stent thrombosis. The patient is very compliant with dap (dual antiplatelet therapy) and will be returning for a repeat procedure on (B)(6) 2014. Additional information received indicated that upon re-evaluation, it appears that the stent thrombosis was caused by a distal lesion and not by the stent itself. It is also possible that the patient was non responsive to plavix. Patient was scheduled for a repeat procedure.